Manufacturer narrative:
PMA/510(k) # p050017/s002 and s003. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The director opened the portal vein and hepatic vein anastomosis, balloon dilatation is ready to release the stent, along the wire guide delivery stent to the portal vein bifurcation, the delivery process has been resistance, push encountered difficulties, the operation for 4 hours, but the stent just cannot pass, cannot be released, and finally forced to change to other brand of stent successfully passed through and release the stent successfully ! Additional information added on 28nov2024 hospital reported this case as an adverse event directly to china authority using china authority ae monitoring online system, cook china checked the ae report and found that the event of description in the ae report was different from the complaint information form reported from the distributor. The ae report file attached was extracted from china authority ae monitoring online system. The description of event in the ae report said that ¿the procedure could not be performed because the patient's blood vessels were too tortuous for the stent delivery rods to pass through¿ but the sales rep of dealer was on site when this procedure was performed, so they confirmed that the delivery sheath was too soft and the wire guide lumen is too astringent to reach the diseased vessel rather than the patient's excessive tortuosity of the blood vessels caused the delivery sheath to be unable to pass through the lesions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # p050017/s002 and s003. Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Device evaluation: the ziv6-125-8-8.0 device of lot number c2101949 involved in this complaint was returned with the original packaging, for evaluation. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 11 december 2024. On evaluation of the devices the following observations were made: visual inspection: ¿ protective tubing returned on delivery system. ¿ flushing syringe returned separately. ¿ red safety tab returned in place. ¿ handle in undeployed position. ¿ protective tubing removed. ¿ no damage or defects noted along delivery system. Functional inspection ¿ device flushes with no issue. ¿ 0.035" wire guide passes through device as intended. ¿ red safety tab removed. ¿ stent deployed with no issue. ¿ stent examined; 4 gold rivets observed on either end of stent. ¿ no defects or damage noted on deployed stent. Equipment used - calipers: ipe0290 (calibration due date ¿ january 2026). The reported failure was not observed as clinical setting could not be replicated. Manufacturing records review: prior to distribution all ziv devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: there is evidence to suggest that the customer did not follow the instructions for use. Instructions for use (ifu0041) that accompanies the device states the following: the product is intended for use in the iliac arteries for the following treatments: ¿ arteriosclerotic stenosis. ¿ total occlusions that have been recanalizated. From the information provided it is known that this ziv6-125-8-8.0 was being placed into the portal vein via a tips (transjugular intrahepatic portosystemic shunt) procedure. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of abnormal use can be concluded based on the available information. From the initial report, it is known that the physician was attempting to place the device in the portal vein via a tips (transjugular intrahepatic portosystemic shunt) procedure. This is not the intended use of the device and is considered abnormal use. As this device has not been tested for use in this area, it is unknown how the device will function in this area the user stated that the time of the operation was 4 hours, the delivery sheath was too soft and the wire guide lumen was too astringent to reach the diseased vessel causing the delivery sheath to be unable to pass through the lesion. These issues are all cascading effects of the device being used in an abnormal use manner and outside of the intended use of the device. The portal vein and the iliac arteries have different anatomical structures and pressures. The delivery sheath feeling too soft and the wire guide lumen too astringent, were caused by using the device in the portal vein which in turn exacerbated the difficulty in navigating to the target site, prolonging the procedure time and ultimately the failure to reach the target vessel. It should be noted that during the device evaluation, the device functioned as intended. As previously noted, the product is intended for use in the iliac arteries for the following treatments: ¿ arteriosclerotic stenosis. ¿ total occlusions that have been recanalizated. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the user was not able to pass the ziv6-125-8-8.0 stent of lot number c2101949 through and the stent was unable to be released. Confirmed quantity of 01 x used device. According to the initial reporter, they were able to complete the procedure using another device from another brand. Investigation findings conclude a definitive root cause of abnormal use (use in the portal vein via a tips procedure) was determined. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device.

Event description:
A supplemental report is being submitted due to completion of the investigation on 24 apr 2025.